Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastric cancer surgery, while on duodenal jejunostomy, the stapler did not fire. The surgeon was able to press the green button but unable to squeeze the handle. New reloads were used to complete the procedure. There was no patient injury.